Manufacturer narrative:
Product complaint # (B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. The following additional information was requested but not obtained to date: what do you mean by "drain reservoir malfunctioned at drain connection "? Please explain the malfunction issue in detail did the bulb reservoir show inadequate suction upon 1st use? Or was there any issue noticed with a drain component attached to the bulb reservoir / the bulb reservoir input/exit port / any damaged component issue noticed during use? Was any other quality issue noticed with the bulb reservoir body? How was case completed? Please provide the status of the device as it has not been received for analysis. Attempts have been made to obtain the device and additional information. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported a patient underwent an unknown procedure on (B)(6) 2019 and drain was connected to a reservoir. The reservoir malfunctioned at the connection during surgery. There was no harm to the patient. No patient consequences reported.

Manufacturer narrative:
Product complaint # (B)(4).

Manufacturer narrative:
Product complaint #: (B)(4). Evaluation: received one 100 ml reservoir which has its drainage port broken in the base. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. The port could break following excessive force applied during adapter attachment.